Event description:
Physician assistant stated they were having difficulty with hemopro 2 going in. Stated there was a lot of resistance around the c-ring and a lot of resistance going in and out of the barrel.